Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (updated fields d8, d9, h3 and h4). Although the subject device was not returned to olympus, the subject device was inspected by olympus repair department and no device defects were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported phenomenon " sometimes the image disappears" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center screen drops out frequently, the image disappears but reappears afterwards. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm. Additionally, the customer stated that it has happened also during intervention, but they were able to continue with the same device, in a rare case they had to use another/spare trolley with just limited loss of time. There is no indication the event was life-threatening; the issue only caused a "limited loss of time¿, and the event did not require an additional intervention or hospitalization to preclude permanent harm or impairment. This report is related to the following linked patient identifier for additional occurrence: (B)(6).